Event description:
A surgeon reported that two system messages displayed, there was a calibration error at priming, and iop (intraocular pressure) control was invalid during a vitrectomy procedure. The issue resolved after the product was replaced. The case was completed with no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).